Manufacturer narrative:
Eval summary: sample was returned for eval. Performance testing confirmed a leak at the filter. Visual examination of the leaking area observed tear/hole in the filter membrane material.

Event description:
There was a report of an occurrence of a leak at the gas vent of a fluid warming infusion set. No pt injury or adverse event reported.